Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 07-aug-2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on 29-jul-2019 identified colony forming units(cfu) designated as "tntc" (too numerous to count) comprising the following 3 isolates: 1 - positive cocci - dermacoccus nishinomiyaensis, 2 - positive cocci - staphylococcus epidermidis, 3 - positive cocci - micrococcus luteus. Study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 15-aug-2019. The duodenoscope was inspected by pentax medical service on 20-aug-2019 and the following inspection findings were documented: operation channel- primary slice by accessory, distal tip annual maintenance, distal cap - fixed type passed epoxy seal integrity inspection, distal cap/ case cracked, passed wet leak test, passed dry leak test, umbilical cable bump under pve root brace. Repairs were performed on the duodenoscope which included replacement of the following components: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, o-rings and seals, distal case/cap. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 04-sep-2019.